Event description:
Reporter alleged the blood glucose monitoring active system generated a blood glucose result of 659 mg/dl which is outside the 10-600 mg/dl numeric reading range of the device. No action were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.